Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the result of investigation a definitive root cause of the event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that foreign matter has come out from the instrument channel, bending section, and distal end of the subject device. The issue was found during reprocessing. There were no reports of patient involvement.